Manufacturer narrative:
An evaluation of the device cannot be performed as the device remains implanted. Additional information has been requested and if received, will be provided in the supplemental report. Currently implanted.

Event description:
Had a hip transplant in 2007. Started experiencing pain about 4 months ago, feels like hip wants to come out. When sits or squats the pain goes away, but will start back up after more activity. Update: patient had a right hip replacement (thr) on (B)(6) 2007 at (B)(6) hospital in (B)(6) by dr. (B)(6) due to loss of blood supply to his hip. Patient stated that in (B)(6) of 2015 he began to experience pain in his hip. He has difficulty walking for more than a distance of 50 yards and standing for a long period of time. He experiences tingling in the right side of his hip when sitting for long periods of time. He states that his doctor provided him with cortisone shots in (B)(6) of 2015 which work well but lasted for approximately 4 days and then the pain continued.